Manufacturer narrative:
Correction information received on 2/14/2024 (g3). D4 lot number updated to 15172415.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error due to improper bone preparation. The drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Event description:
On (B)(6) 2024, it was reported by a sales representative via e-mail that (4) ar-3636 knotless 1.8 fibertak® soft anchors anchor would pull out prior to final tightening leaving a lax repair suture and floating kft. This occurred during a shoulder arthroscopy with labral repair where the anchors were used as directed by technique. After shuttling the repair suture through the knotless mechanism, the anchor would pull out prior to final tightening leaving a lax repair suture and floating kft. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.